Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion.